Event description:
It was reported that a patient was not able to adjust stimulation and the display showed a ¿call your doctor¿ icon and power on reset (por) condition. The patient had been in the hospital five times in the last four months for heart atrial fibrillation and chronic obstructive pulmonary disease (copd) issues, so maybe the por occurred because of some of the medical procedures she had. No symptoms were reported. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient received assistance from their health care provider (hcp) or manufacturer representative and their concerns were resolved. The patient had an appointment on (B)(6) 2014.

Event description:
Additional information received reported that the patient had no symptoms and was reprogrammed on (B)(6) 2014. The event cause was not determined and the patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 093-28, lot# v588862, implanted: (B)(6) 2010, product type: lead. (B)(4).